Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope image goes black when bending the scope in different directions. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
Information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event on image problem was confirmed, and the device did not meet the standard specifications and function. The probable cause was that the suggested event may have occurred due to damage of image sensor unit during device handling by the user. Regarding cause of damage of image sensor unit, the damage may have been generated by irregular stress applied to bending section. There was no report that the subject device was used in procedure while the suggested event occurred. The subject device was refurbished within specifications. The following instruction manual identifies related verbiage which could have detected the phenomenon: IFU: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. The following instruction manual identifies related verbiage which could have prevented the phenomenon: IFU: ltf-s190-5 operation manual _important information ¿ please read before use :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.